Manufacturer narrative:
9735665: work order failed. Carts were initially communicating on system boot up. Per engineering investigation, replaced pcoip and network switch within the camera cart. Upon system boot up after replacing the parts, carts were unable to communicate. It was discovered the checkpoint had gone dark. The issue was resolved. The checkpoint within the main cart were replaced. Communication between carts was then established. 9735783: all ports were tested and function as expected. No fault found. The issue was not able to be duplicated. 9735796: pcoip client was tested and was found to be fully functional. No fault found. The issue was not able to be duplicated. 9735799: m704430b015. Checkpoint was tested at configuration station and was found to not boot. With only power applied, wan link and activity leds stay solid. They should only stay on temporarily if operating normally. When factory defaults button is pressed for more than 10 seconds, there is no change. Checkpoint seems to be stuck in this state. When network cable is plugged into wan port link led is green with intermittent orange flashing and activity led is off. The issue was able to be duplicated. There was an electrical malfunction with the ethernet communication. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 9735799, serial/lot #: (B)(4) ; product ID: 9735796, serial/lot #: (B)(4); product ID: 9735783, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue regarding the system with camera communication issue. The system was being used as the traveling cep program in (B)(6), not for the clinical use. When main cart was connected to camera cart and boot up, although two carts had power and camera cycled, it never connected in the software. Additionally, the amber light was present. The system was sit at the connection dialog, and eventually time out to become unresponsive. Powering down the system from the carts was not available because it did not respond. Therefore, system was hard shutdown. They tried on another interconnect cable with no resolution. They tried with another working camera cart with the same main cart, and it functioned normally. All wires were found to be secured. They unplugged the network cable runs from the interconnect cable into the router and reconnected then rebooted. The system functioned for a few hours, however, it took 3 - 4 minutes to connect. It eventually gave a timeout error then proceeded into the software. Later, the camera did not connect again. They moved network cable into port 8 from port 4 on the router, and the issue resolved. There was no patient present.